Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced stomach pain and cloudy effluent. The cause of the events were not reported. On the same day as the event onset, the patient was hospitalized for the events. The patient was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient remained under observation. The patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.